Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the part of the screen not able to read of the insulin pump. The customer¿s blood glucose was unknown. The customer stated that the insulin pump received unexplained no delivery alarms and diminished battery life from day one use. Customer stated that insulin pump was reject new batteries and lost of date and time settings. Customer stated that insulin pump had low battery warning and error code. Customer stated that belt clip was cracked. The device will not be returned for analysis